Event description:
It was reported that during the loading process, the cartridge septum was damage. There was no reported adverse impact to customer's blood glucose. No additional information provided.